Event description:
The pharmacy called for a customer stating that their meter is not working. Sometimes only part of the numbers are showing. The problem persisted when new batteries were installed. The meter was not available for troulbeshooting at the time the initial contact was made. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.